Manufacturer narrative:
The reported problem could not duplicated during the investigation over two days of intermittent testing; however, cratering (with discoloration) was noted on the backside of circuit protection component "r187" (rear of 102 002445a pcb), which corresponded to its location above pin 2 of "j16". This is a grounding connection point for the isolated 9 volt power supply within the greater power supply unit. Sps10182 had no prior service history. The product evaluation did not confirm the failure mode. The most probable root cause is unknown inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. There was no patient impact or injury as a result of this event. The investigation is complete.

Manufacturer narrative:
Though requests have been made for the return of the device, it has not been received. The device history record (DHR) has been reviewed and is complete with no anomalies noted. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported a system shutdown halfway through surgery. During phaco, the screen went blank with a power shutdown. Surgery was prolonged approximately 15 minutes as another system was activated. There was no impact to the patient, and no additional anesthesia required.